Manufacturer narrative:
This report is submitted on august 11, 2022

Event description:
Per the clinic, the patient experienced a magnet dislocation during an MRI (it is unknown if the correct splinting was applied). The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.